Event description:
The customer reported there was leakage at the supply plug of the scope. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, a gap was observed in the adhesive on the distal end. This report is being submitted for the malfunction found during evaluation (gap in adhesive). There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing of the subject device, a gap was observed in the adhesive on the distal end through which material could enter the inside lens. The adhesive damage was due to shock caused by dropping or knocking the device against a hard surface. In addition, service also found that the connectors were loose, the distal end was deformed, the acoustic lens was damaged and peeling, the bending section cover was chipped, the insertion section was dented, paint was peeling from the control unit, the cord was damaged, the connector was corroded, the light guide cover was detached, the angulation was out of specification, the biopsy channel was damaged, and there were scratches on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 23-jan-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the specific root cause of the gap in the adhesive could not be determined at this time. The following information is stated in the instructions for use which may have prevented the issue: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur. To prevent a water leak, do not apply excessive force when cleaning the endoscope." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.